Event description:
It was reported that the patient underwent an explant procedure due to lead migration causing spinal cord stimulator (scs) not to work in correct area. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn : m365sc221850, model: sc-2218-50. Serial: (B)(4), batch: (B)(4).